Event description:
It was reported that "in the intensive care unit, they observed a reflux of propofol, infused through the medial lumen of a triple-lumen central venous catheter, into the proximal lumen, with backflow of the drug into the tubing during a temporary obstruction caused by kinking. This suggests a possible communication between the lumens inside the catheter." The device was removed and replaced. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "in the intensive care unit, they observed a reflux of propofol, infused through the medial lumen of a triple-lumen central venous catheter, into the proximal lumen, with backflow of the drug into the tubing during a temporary obstruction caused by kinking. This suggests a possible communication between the lumens inside the catheter." The device was removed and replaced. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). The customer returned one 3-lumen cvc catheter for evaluation. Signs of use in the form of biological material were observed inside the extension lines and catheter body. No obvious defects or anomalies were observed. The catheter body length from juncture hub to the distal tip measured 217 mm , which is within the specifications of 207 mm - 227 mm per catheter product drawing. The outer diameter of the distal extension line measured .088", which is within the specification limits of .084" - .088" per distal extension line extrusion product drawing. The outer diameter of the medial extension line measured .086", which is within the specification limits of .084" - .088" per medial extension line extrusion product drawing. The outer diameter of the proximal extension line measured .086", which is within the specification limits of .084" - .088" per proximal extension line extrusion product drawing. Functional inspection was performed per the product IFU which states, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." The catheter lumens were flushed with water using a lab inventory syringe. Blockages were observed in the distal and medial lumens due to a build-up of biological material and medication. After clearing the build-up, no leaks , crossovers, or blockages were observed on any of the extension lines. The returned catheter was tested per bs en iso 10555-1 section 8.7 (amrq-000071 rev 15) which states that there shall be no liquid leakage in the form of one or more falling drops when pressurized to 300 kpa for 30 seconds. The catheter was connected to a lab leak tester and pressurized to 300 kpa for 30 seconds with the distal end occluded. The extension lines were connected to the leak tester. When individually pressurized, no leaks or inter lumen crossover were detected between any of the extension lines. No backflow was observed across the extension lines during the leak testing performed. The instructions for use (IFU) provided with this kit instructs the user, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)". The customer report of catheter backflow was not confirmed through investigation of the returned sample. The catheter met all relevant dimensional and functional requirements. Leak testing performed per iso 10555-1 revealed no evidence of leaks, backflow across lumens or inter lumen crossover. Based on analysis of the returned sample, no problem was identified. Teleflex will continue to monitor and trend for complaints of this nature.